Event description:
It was reported that a user experienced low glucose reading at 50 mg/dl on a continuous glucose monitor (cgm) and did not confirm with a fingerstick; the user was advised to treat with oral carbohydrates. Customer care provided support that included complaint review. Investigation of this case revealed that the cause of the hypoglycemia was unclear. No symptoms associated with hypoglycemia. Outcomes included use of oral glucose. It was concluded that the event was user-reported hypoglycemia with an undetermined cause and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.